Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer' mother reported via phone call indicating that the customer's insulin pump alarmed. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer stated that insulin squirted out of the device during the manual prime sequence. The caller was assisted with troubleshooting and found that the insulin pump may not be detecting reservoir occlusions properly. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump had already been sent to the customer.